Manufacturer narrative:
Initial reporter phone number: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a flexible ureteral lithotripsy, an ngage nitinol stone extractor's basket could not be opened. This was found after removing the device from the package and the device did not make patient contact. Another device¿s basket would also not open during the procedure. That device will be reported under patient identifier (B)(6) . A third device of the same type was used to successfully complete the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
Event description: as reported, prior to use for a flexible ureteral lithotripsy, an ngage nitinol stone extractor's basket could not be opened. This was found after removing the device from the package and the device did not make patient contact. Another device¿s basket would also not open during the procedure. That device will be reported under patient identifier (B)(6). A third device of the same type was used to successfully complete the procedure. There were no adverse effects to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned partially in its packaging tray in an open package. A functional test determined the handle did actuate basket formation without issue. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The returned device was found to have a basket that would open and close when the handle was functioned. The laboratory conditions could not replicate the conditions the device experienced during use, especially the path through the scope, so it is possible the device did not function during use, but functioned normally when tested in the lab. The cause for the failure of the basket not opening during use could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.